Event description:
Customer reported no audible tones on the pump. A self test was programmed and no audible tones were heard.

Manufacturer narrative:
No audio on alarms due to broken transducer wire.